Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to customer's blood glucose. During follow up, tandem technical support found pump battery was working as intended.